Event description:
The customer stated that 5 samples out of 65 samples tested, generated (B)(6) results. The customer felt this was not possible. No specific data was provided. No additional testing was performed. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A retained kit of architect havab-igg reagent, list number 6c29-25, lot number 21411li00 (which contains identical bulk components to lot 21410li00) was calibrated and all calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent specificity, additional replicates of negative control were tested. All negative control values met specifications and the results were in the typical range and no false reactive results were obtained. A review of the human negative population testing for final release revealed no indications that the specificity of the lot number might be adversely affected. Additionally, the performance was investigated by completing a review of manufacturing and testing records for the reagent lot. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. Customer complaint data was reviewed and no adverse trends were identified in relation to the complaint issue. The architect havab igg reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.